Event description:
It was reported during an ablation procedure, a pericardial effusion occurred during transseptal puncture. A brk transseptal needle was used to gain access to the left atrium. An inquiry duodec catheter was placed in the coronary sinus. A cool path catheter was used to perform ablation. The physician ablated two sites in the left atrium and noted a drop in the pt's blood pressure. A non-sjm system confirmed a pericardial effusion. A pericardiocentesis was performed. The pt's current status is listed as ok.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record is not possible as the lot number of the device is unk. The root cause classification is consistent with anticipated procedure complications as this event is a known physiological effect of the procedure and is noted within the IFU.